Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized with diabetic ketoacidosis. Customer experienced high blood glucose and vomiting. Blood glucose value at the time of admission was around 590 mg/dl; treated with insulin drip and manual injections. Last reading was 383 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date were incorrect. Basal rates were accurate and bolus wizard are unknown. Insulin pump passed the high pressure test. Nothing further reported.